Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases and one cracked opening. Leak test and microscopic analysis was performed which identified one cracked opening, and wear abrasion. Based on the device analysis the final assessment was one cracked opening assessed as cracked valve seat diaphragm valve. Reason for reoperation: raynaud's phenomenon and deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having experienced raynaud¿s phenomenon. Healthcare professional reported a left side deflation. Device remains implanted.